Manufacturer narrative:
The pump was not returned for investigation. The root cause of delivery issue is determined to be patient condition because the pump was unable to pass through the vasculature due to calcification in the vessels. The pump passed all post sterile inspection checks.

Manufacturer narrative:
Device status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella 5.5 was aborted due to not being able to pass calcified vessels. No patient harm was reported.